Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 10 months, 22 days the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on an unspecified date for a driveline infection. The patient had some drainage at the driveline exit site, in addition to experiencing some pain with position changes. A wound culture was obtained, however the results were not provided. The patient denied any fevers, nausea, diarrhea. The patient was placed on rifampin and intravenous ceftraroline. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on intravenous vancomycin since (B)(6) 2018, and on chronic suppressive therapy with doxycycline 100mg twice a day, admitted into the hospital on (B)(6) 2018 due to a peripherally inserted central catheter (PICC) growing positive culture for gram positive cocci and clusters. The patient denied any symptoms including fever, chills, chest pain, dyspnea, body aches, nausea, diarrhea. The PICC line was removed. The patient''s blood cultures were positive on (B)(6) 2018. The antibiotics were adjusted with added rifampin and ceftaroline. The PICC was placed on (B)(6) 2018. Due to antibiotic adjustment the inr trended down and heparin infusion was provided. The patient was discharged on (B)(6) 2018.